Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study called (B)(4) from a physician in (B)(6) of bacterial peritonitis in a female subject coincident with extraneal viaflex and physioneal 40 unknown therapies for automated peritoneal dialysis (apd). On (B)(6) 2009, the subject switched to continuous ambulatory peritoneal dialysis (capd). Extraneal and physioneal therapies were ongoing. On an unreported date, the patient experienced a break in sterile technique. On (B)(6) 2010, the subject experienced bacterial peritonitis. That same day, remedial therapy began with ceftazidime (ip) and vancomycin (ip). The cause of the bacterial peritonitis was the break in sterile technique. The end date for remedial therapy was unknown. Additional information was received: on (B)(6) 2010, the subject experienced a material defect on the connecting piece caused by a material failure and was seen in the emergency room. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The event was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the reported event.